Event description:
During an upper endoscopy procedure, the physician used a wilson-cook quicksilver bipolar coagulation probe. During system preparation and the first application of cautery, the tip was intact. During the second application of cautery, the tip detached from the distal end of the device, the tip of the probe was left to pass naturally through the gastrointestinal tract. No injury to the patient was reported.